Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 20-nov-2024 and forwarded to millyard advanced medical products, llc on 21-nov-2024. The patient reported his pump started making noise and alarmed. Troubleshooting was unsuccessful. It is unknown if the patient attempted to use his backup pump. The patient went to his doctor's appointment and was advised to have his pumps replaced. The specialty pharmacy confirmed his pumps are being replaced. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.